Event description:
It has been reported to philips that the system is not booting up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that that the system is not booting up. During troubleshooting, fse found issue with ippc. Fse replaced the cmos battery of ippc & host pc. Reseated the hardware of both cpu and restored ghost image. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.